Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During follow-up, the left ventricular (lv) lead threshold was increased due to lead dislocation. During device replacement due to eri, the lv lead was also explanted and replaced with no adverse consequences to the patient. No visual anomalies were noted on the lead. The patient is stable.